Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep), reporting that the patient was scheduled to have the entire dbs system removed on (B)(6) 2017 and replaced with an entirely new system. No patient symptoms were reported. No further patient complications have been reported asa result of this event. Refer to manufacturer report #3004209178-2017-0687 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.